Event description:
It was reported to philips that occasionally the ECG trace detected with the plates disappears. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This case is found duplicate of (B)(4) as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2023-02240) for further details.